Event description:
The customer tested his blood glucose and received reading of 112, 140 mg/dl. He doubted the readings, so he retested and received a reading of 149 mg/dl. The customer thought the readings were high, so he took 13 units of insulin. After a few minutes, he became incoherent and was sweating profusely. He was taken to the hospital. The customer could not recall the blood glucose reading the hospital received, but he thought it was around 50 mg/dl. He stated that he did not receive treatment and was sent home after a few hours. The customer returned his test strips for evaluation. Replacement test strips were went to the customer.